Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was admitted to the hospital due to inappropriate shock. Patient was given medication to prevent further vt and inappropriate therapy. It was noted that the patient has since been discharged home. No further information.